Event description:
The following was reported "because the simplex bone cement was fast to start to harden during mixing (about 4minutes from mixing start), it had set during placing the stem (exeter long #44 205mm), resulting that the stem could not be implanted at the planned depth. Thus, the operator removed the stem and used another stem (exeter #44 125mm) to complete the surgical procedure". Update - quantity of (B)(4).

Manufacturer narrative:
The following devices were also listed in this report: simplex p-japanese twin pack; cat# 61910002; lot# jid020; qty: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate twin-packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 2 other similar events for the lot referenced for the same case/patient related to setting time. Therefore, no lot commonality trend is needed. Conclusion: it was reported that the simplex bone cement was fast to start to harden during mixing, functional testing was performed on three of the retained samples of the reported lot to verify the doughing time, working time, and setting time of the product. The laboratory report shows that the samples met the required specification for the test. The exact cause of the event could not be determined because insufficient information was provided. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported "because the simplex bone cement was fast to start to harden during mixing (about 4minutes from mixing start), it had set during placing the stem (exeter long #44 205mm), resulting that the stem could not be implanted at the planned depth. Thus, the operator removed the stem and used another stem (exeter #44 125mm) to complete the surgical procedure".